Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2024 to address some equipment issues. The patient had contacted that clinic on (B)(6) 2024 that, at 4 am, the mobile power unit (mpu) was alarming when connected to their system controller and was not providing power despite having the green light illuminated. The patient changed the batteries and connected the mpu to multiple different outlets with the same result. The patient was sleeping on battery power until they were issued a loaner mpu. The patient's mpu was assessed at the clinic visit on (B)(6) 2024 and it powered up as expected when plugged into the outlet, all the lights lit up and there were no issues identified. The mpu was plugged into the patient's backup system controller, and it charged the controller as expected. Due to previously reported concerns with providing power to the system controller the customer requested that the mpu be sent back and evaluated for possible repair under warranty. The mpu did have a v-lock connector on the ac power cord. The power cord did not come loose from the wall or the back of the unit. There were no environmental circumstances that would have affected power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) alarming was confirmed. The mpu (serial number: (B)(6) was returned for analysis to the service depot in unremarkable condition. The mpu was connected to ac power and booted up as intended. Upon manipulating the patient cable an echo alarm became active. The patient cable was replaced, the unit was functionally tested, and the mpu was found to pass all testing. Preventive maintenance was performed, and the unit was returned to the customer. The replaced patient cable was forwarded to product performance engineering (ppe) for further analysis. The patient cable was returned to ppe for further testing. The cable was connected to a test mpu, test system controller, and mock loop. Manipulation of the cable caused an echo alarm to become active. Insulation testing was performed and a short to shield with the red underlying wire (echo) was observed upon the manipulation of the cable. The observed alarm did not affect the mpu¿s ability to provide power to the test system controller. No further testing was performed. A root cause for the reported event was unable to be conclusively determined. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6)2023. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.